Event description:
On (B) (6) 2009, abbott point of care was contacted by a customer who reported an I-stat ctni cartridge yielded a whole blood result of 0.24 ng/ml. What is assumed to be the same sample was tested using an I-stat ctni cartridge yielded a result of 0.00 ng/ml. No add'l info at this time.